Event description:
I have noticed that every time I use this oxygen concentrator, there are rashes on my arms and legs. These rashes are usually small red spots or patches, very noticeable. I began to suspect that the machine might have some kind of allergen that caused my skin reaction. Https://www.amazon.com/dp/b0ch6ry3w4.